Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
An unnumbered medwatch report was received from the hospital which reported that "during craniotomy 2-3mm of the c1 drill bit broke and deeply wedged securely in the skull bone." No patient impact reported. On follow-up, it was reported that the malfunction occured during a bifrontal craniotomy for an aneurysm clip. Per the surgeon, no attempt was made to remove the broken bit. It was confirmed that there was no negative impact or outcome resulting from this occurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.